Event description:
Written report received from baxter states fast flow. Reporter states infusion completed in 3 days instead of seven days. Device contained fluorouracil 1950 mg and sodium chloride 0.9% for a total fill volume of 84 ml. No other info provided regarding this event.